Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated the frame on the right broke at the weld.